Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition. The lead was then reprogrammed from bipolar to unipolar sensing, however pacing inhibition was again observed. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.